Event description:
Potential packaging integrity failure of guardian hemostasis valve with guidewire introducer (fh100). This failure mode has not been reported due to any adverse event, MDR, reported incident from the field, either within the us or internationally. In-house transport testing of the previously validated packaging format detected a possible packaging integrity issue. See evaluation summary document, appendix 1, for follow up testing completed.

Manufacturer narrative:
Additional lot 9128, expiry 03/2009, mfg date 04/2006; lot 9360, expiry 05/2009, mfg date 06/2006; lot 9696, expiry 06/2009, mfg date 07/2006. Note lot 9696 was only released to MFR controlled stores in the us. No product was released to the market from this lot. Evaluation summary: during in-house transport testing of a new kit device, packaging integrity failures were identified. The packaging for the new kit is identical to the packaging of the currently marketed guardian product, it was determined that the prudent precautionary course of action was to re-evaluate the packaging of the currently marketed device. In all instances, the transport testing was conducted in accordance with ista 2a standards followed by visual inspection of the packaging in accordance to visual integrity inspection - packaging and labelling. This is the same standard and test method originally used to validate the guardian packaging format. CAPA was raised to track the issue. It should be noted that no sterility or packaging issues have ever been received from the market in relation to the guardian fh100 product since its initial launch in november 2005 and that the packaging format has been previously validated to the ista standard and test method. Nonetheless, it was determined that these four package integrity failures during transport test re-validation required additional action MFR. Based on the fh100 transport test results, an immediate action plan was completed under CAPA and the following activities were deemed required: initiate an immediate hold of all fh100 product under MFR control, i.e. Product still within the distribution chain. Conduct further real test activities on manufactured product to assess the actual potential for failure in the field. An order was initiated to the us logistic support centre to ship from the us via courier to MFR. An immediate hold was placed on all fh100 product under MFR control from wednesday 25th jan 2007. On the 26th jan 2007, the units were inspected. One packaging integrity failure was recorded although it should be emphasised that the sterile barrier was not breached. Based on the above in-house test results, it was determined that the product in the field would be fully inspected on-site in order to verify the package integrity of all guardian units within the united states. Inspection of the product held within all the nine hospitals was completed from the 5th - 13th of february under concession 01_07 by the MFR representatives. Units were inspected within the nine hospitals (see attachment 1 for tabular summary of product inspection data). All of the units inspected met the inspection criteria as detailed within the concession. No packaging integrity issues were identified. Based on this verification inspection, it was concluded that the inspected product is packaged appropriately for clinical use. See scanned table.